Event description:
The reporter stated that using a 20cc bd syringe, the pump was set to deliver 20cc/hr. The pump infused 20cc within five minutes. No pt injury or treatment was associated with this event.